Event description:
A malfunction was reported on a pump by the caller, identified by the error code malf 12 with fault ID 0x2071. There was no adverse impact to the customer's blood glucose level. The customer was provided with information on how to reset the pump, and with the assistance of customer support, the pump was successfully reset. The malfunction did not recur, and the customer was advised to continue using the pump and to contact support if the issue recurs.